Event description:
Percutaneous coronary intervention (pci) was performed in the 90% stenosed lesion located in the right coronary artery (rca). A stent was implanted in the distal rca atrioventricular branch. Post-intravascular ultrasound (ivus) was performed. Upon withdrawal, the ivus catheter became stuck on the stent strut. The imaging core was removed, a guide wire inserted into the catheter and the stuck catheter was able to be removed. The case was completed with another device with no problems. The patient was reported in good condition.